Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed their bg with a correction bolus via pump. Customer reverted to an alternative method of insulin therapy.